Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument generated false low na and cl results on 83 patient samples. Results were reported out of the lab. When low values were noticed, samples were repeated and reports amended. There was no impact to patient treatment based upon the erroneous results. Field service engineer (fse) examined the instrument and noted that the cl port was slightly dirty and cl electrode was pitted. The check valve in line 25 was leaking and creating micro bubbles. Fse also replaced the calc and na measure and reference electrodes. Although the root cause is unknown, fse suspects sample quality as a possible contributor.